Manufacturer narrative:
Corrected data: b5 to include patient status.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited under-sensing and noise as a result of the device moving around in the pocket. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited under-sensing and noise as a result of the device moving around in the pocket. No intervention was performed. The patient's status was unknown.